Event description:
It was reported that the patient underwent a surgical procedure due to an unspecified issue with an inflatable penile prosthesis (ipp). All ipp components were removed and the patient implanted with a malleable prosthesis. No patient complications were reported. The explanted components are not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.